Manufacturer narrative:
This console was serviced at the customer's site. The reported event was confirmed. The articulated arm was replaced, which resolved the issue. According to the field service report, after the articulated arm was replaced, the console worked within specification. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on all available information, the most probable cause was determined to be cause traced to component failure.

Event description:
It was reported that the arm is out alignment. The arm being out of alignment is causing the sud to fire out of alignment. There was no patient involved in this event.